Event description:
In late 2003, the pt was treated for an intrarenal aortic aneurysm with two (2) gore excluder aaa endoprostheses. The aneurysm was excluded and the pt tolerated the procedure. In early 2008 the pt underwent an endovascular reintervention for a type ii endoleak juxtaposition to the left limb and a gore excluder aaa endoprosthesis. Aortic extender component was implanted into the internal iliac. Seven months later, a computed tomography angiography showed no endoleak and aneurysm growth to a size of 10.8 x 8.7 as compared with a computed tomography angiography from 2008 with an aneurysm size of 8.3 x 9.3. Approx six months later, the pt had an arteriogram which showed a type ii endoleak at the external iliac branch. A week later, the pt underwent a surgical treatment where the physician performed a clip occlusion and clip ligation of the ascending iliac to the lumbar collateral. The next day, a computed tomography angiography showed the aneurysm was stable with no endoleak. In 2009, the pt presented with an infrarenal aortic aneurysm rupture. The pt underwent an open repair with an end to end anastomosis to the endograft. The aneurysm was repaired and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: pxa230300/05046277 registration site number 2953161 and pcc201400/02704214.